Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. There was body tissue/fibrotic growth on the distal electrode and visual analysis noted apparent explant damage.

Event description:
It was reported that the right atrial lead dislodged. The lead had been revised two previous times, so the physician elected to explant and replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.